Event description:
It was reported that a patient had a successful implant procedure on (B)(6) 2022, where they received a pacemaker with its associated leads. The right ventricular lead, however, showed intermittent loss of capture upon interrogation after the surgery. An x-ray procedure revealed the lead had dislodged due to lack of slack. The patient was readmitted into the or later in the same day to have the lead repositioned, and they were stable throughout the procedure.